Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein one of the leads was replaced. The patient was reportedly doing well following the procedure. Device evaluation indicated that the several cables of the lead were completely broken at the bent/kinked location of the site where the click anchor was positioned. The complaint has been confirmed.

Event description:
A report was received that the patient was not receiving pain relief due to lead was not functioning. High impedances were noted on some contacts of the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was not receiving pain relief due to lead was not functioning. High impedances were noted on some contacts of the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.